Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the unites states. However, the device is similar to the paradigm real-time insulin pump, which is marketed in the united states. Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump's display was black. Customer reported that the insulin pump had been exposed to extreme temperatures. Customer reported that the insulin pump returned a motor error alarm during the rewind process. Blood glucose level was not provided. No further info was provided.